Manufacturer narrative:
On 02/19/2022, a distributor of infutronix confirmed with the end user that the affected device will not be returned and therefore no root cause could be established. The complaint couldn't be confirmed.

Event description:
On 02/19/2022, a distributor of infutronix reported a complaint from an end user: "leaking that indicated a loose connection between the pump tubing and catheter connector will receiving therapy at home." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.